Manufacturer narrative:
Additional information: the event was reported to have occurred on an unknown date in (B)(6) 2019. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion during therapy in the medium care unit. The device was programmed to deliver 2l of cyclic total parenteral nutrition over 12 hours however, there was 250ml remaining to infuse at the end of the programmed infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.